Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rashy under right breast area. There was no alleged device malfunction contributing to the rash. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the rash. Reporting out of an abundance of caution. Follow up indicated that the rash improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.